Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device not detected on bus. The field service engineer arrived on site and learned that the pharmacist should have had the keys. Met with the customer and recovered the drawer. Verified drawer operation. Ran hardware test application (hta) on the station and checked all the functions on the drawer. Checked and reseated cables. The system functioned as intended after the field service engineer repaired the device.